Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed high out of range impedance measurements and noise was noted on the atrial electrogram channel. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.